Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One ha coated zimmer tapered screw vent implant with its cover screw was returned and inspected. Visual inspection revealed that the device shows signs of wear and bone tissue attachment about the threaded region and vent. The internal drive feature is similarly worn, with marks at the threads. A device history review was performed and one related nonconformance was noted. A complaint history search was also performed using our complaint handling system and there were no additional related complaints for this product lot. Appropriate documentation was reviewed and the following information was identified: document type(s) reviewed: ¿instructions for use for tapered screw-vent®, advent® and trabecular metal¿ implants¿ 4869 rev 7-01/16; step 6 ¿ complete seating with the appropriate instruments. It was reported that the implant (tsvwh13) had been cross threaded and stripped by the cover screw. The product was functionally tested with a mating healing collar and the said cover screw was able to seat. These results suggest that a malfunction has not occurred as reported thus the complaint is unconfirmed. A root cause for this complaint could not be determined. The following sections have been updated: b4: date of this report. D3: manufacturer. D4: expiration date. G2: office contact - manufacturing site. G4: date received by manufacturer. G7: type of report, follow-up number. H2: follow up type. H3: device evaluated by manufacturer: change 'no' to 'yes'. H4: device manufacture date. H6: evaluation codes. H10: additional narrative.

Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
It was reported that the implant (tsvwh13) had been cross threaded and stripped by the cover screw. The implant would not function as intended and had to be removed. Tooth location 20.